Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. A tripped trend review was completed for the reported complaint and freestyle libre sensor. Although trips were observed, investigation concluded there were no product non conformances. Complaint data analysis has been reviewed for this product and issue. No adverse trends have been identified. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc freestyle libre sensor detached after less than one day of wear. On (B)(6) 2017, the customer "started to wander" so a family member attempted to test her glucose but was unsuccessful due to the sensor being detached. A capillary test could not be performed on the built-in because test strips could not be found. It was further reported the customer experienced symptoms described as sleepiness, "saying things that did not make sense", and a loss of consciousness, so a family member called the paramedics and upon their arrival, customer was transported to a hospital and arrived at 5:30 pm. Customer reported receiving an x-ray, but the customer could not recall what treatment was rendered or her diagnosis. Customer was released from the hospital at 1:00 am.